Event description:
The account alleged the head end brake casters would swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the head end the brake casters to resolve the issue.